Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The system was recently implanted and the pulse generator was not sutured into place. An invasive procedure was done. The electrode was found to be fully inserted. The doctor elected to explant the pulse generator and abandon the electrode. A transvenous system was successfully implanted. There were no additional adverse patient effects.